Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2018 with the following findings: a review of the pump¿s black box and alarm history showed a cs 064 call service alarm with high force occurred due to occlusion. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no call service alarms or warnings occurring. The pump performed within required specifications. The cs 064 call service alarm issue was shown in the pump history but was not duplicated during investigation. There was no defect found.